Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the cartridge was filled with 110 units of insulin. The customer's blood glucose level was 200 mg/dl. The customer was able to successfully add additional insulin to the current cartridge and resume insulin delivery.